Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue could not be reproduced with data and information the customer has provided and it was not possible to determine if a malfunction occurred with the product. Investigation into potential workflow causes have been exhausted. Based on the information available a mistreatment occurred to a patient. The dose discrepancy for this particular patient was negligible as was determined by (B)(4) and corroborated by the customer site. If this same problem were to occur whilst treating another patient, it could go undetected and the dose difference could be larger potentially resulting in serious injury.

Event description:
The customer reported that the plan exported from (B)(4) differs to what is being displayed by isodoses and dose volume histogram (dvh).